Manufacturer narrative:
Continued h.6: [health effect - impact codes]: f2203. Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Physician reported "breast pain at rest, periodic breast hardening and capsular contracture baker grade iii" , "redness and rigid breasts' and "pericapsular liquid collections." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation : seroma-late and capsular contracture baker grade iii. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Physician reported right side "breast pain at rest, periodic breast hardening and capsular contracture baker grade iii" , "redness and rigid breasts' and "pericapsular liquid collections." Treatment included "analgesic and lymphatic drainage." The device remains implanted.